Manufacturer narrative:
Three samples from the same patient were received for investigation. The results measured at the cir laboratory are comparable to the customer's results. Troponin t was elevated in all samples, while troponin I was negative for samples 1 and 2. Sample 3 was positive for both tnt and tni. All other cardiac parameters (probnp, ck-mb, and myoglobin) showed values above the reference range, except for ck-mb in sample 1. A detailed investigation using size-exclusion chromatography (sec) only identified fractions corresponding to free ctnt. Interferences by heterophile antibodies or cross-reactivity with skeletal muscle tnt (sktnt) were excluded. The findings indicate that the measured value in the sample originates from cardiac troponin t (ctnt). The investigation determined that there was no product problem found.

Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6) the sample was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys troponin t hs stat result from the cobas e 411 analyzer (rack system) for one patient. The customer alleges that the patient's samples contain an interferent from medication or a medical condition that causes high troponin t results and negative troponin I results. Please refer to the attachment "(B)(6)" for the table containing the list of questionable results.

Manufacturer narrative:
Section b7 was updated. The investigation is ongoing.